Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00195; 3005168196-2019-00196; 3005168196-2019-00197; 3005168196-2019-00199.

Event description:
The patient was undergoing a coil embolization procedure to treat arteriovenous (av) fistulas in the patient¿s leg using ruby coils and a lantern delivery microcatheter (lantern). It should be noted that the vessels were difficult to access. During the procedure, the physician successfully positioned a guidewire, non-penumbra catheter, and a lantern into the target vessel and deployed four ruby coils. The technician then felt resistance while advancing the fifth ruby coil and was only able to advance 90% of the coil into the lantern before the ruby coil became kinked. The ruby coil was therefore removed. While advancing the sixth ruby coil, the technician again felt resistance and same issue occurred. The sixth ruby coil was, therefore, removed. The lantern was then removed from the patient and inspected. It was reported that there was no issue with the lantern and no visible damage; however, the lantern was set aside and a new lantern was used to continue the procedure. The same guidewire and the same non-penumbra catheter were also used. The physician then decided to re-position the guidewire, non-penumbra catheter, and new lantern together in order to regain access to the target vessel. However, while advancing the seventh ruby coil through the lantern, the physician felt resistance and noticed that the ruby coil became kinked. The seventh ruby coil was then removed. The eighth ruby coil was then advanced within the lantern, but the same issue occurred. The eighth ruby coil and the lantern were then removed from the patient. Upon removal, the physician found that the lantern was kinked 2 cm from the distal end and the lantern was no longer used in the procedure. The procedure was completed using another lantern and two additional ruby coils. There was no report of an adverse effect to the patient.